Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left femoral popliteal artery. A 300 cm straight tip v-14¿ controlwire® was advanced to the lesion during the transluminal percutaneous angioplasty procedure. However, during the procedure the tip of the guide wire stripped (broke) off and was left behind in the patient. An attempt was made to removed the detached tip but it is unknown if it was successfully retrieved. This issue created a much longer surgery. The procedure was completed with another of the same guidewire. No further patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that after the patients' coronary bypass grafting, final angiography was performed and it was noted the tip of the v-14 guide wire was detached. Patient's bypass graft had to be reopened and attached again. The physician used an xray and suctioned the detached tip of the wire out of the patient's popliteal artery, this added over an hour to the patient's surgery time. Overall, patient had to be under a general anesthetic much longer than anticipated due to this failure and graft had to be reopened and reattached twice.